Event description:
It was reported that the patient presented in hospital with a vt episode that was inappropriately detected as svt episode. Programming changes were made successfully and no adverse consequences following the event were reported.